Event description:
Number of pts: 2 (also see report (B)(4)). At the conclusion of a tympanoplasty, desquamation of superficial layers of epithelium on a portion of the posterior pinna was noted. A reaction to a topical preparation (povidine-iodine) was considered. A similar reaction was noted in the subsequent pt. It was determined the next day that the pts had not been prepped with the same product. It was then determined that the surgeon had used the same operative microscope in both cases. This was used at a focal length of 300mm and a light setting of 6. Time from incision to closure was approx 1 hr and 15 mins. The pt was seen in the surgeon's office the day after discharge and was referred to a plastic surgeon. On (B)(6), 2005, it was learned that the burn was likely a third degree burn. Leica rep evaluated microscope on (B)(6) 2005. The pt was admitted to a hospital on (B)(6), 2005 for surgical debridement, skin grafting and antibiotic therapy.

Manufacturer narrative:
A leica rep measured the light and temperature of the system at (B)(6). Both the light and temperature were found to perform at normal levels. The leica rep performed multiple training sessions to explain the light intensity to surgeons and operating room staff. A warning label on high intensity and short working distances was made for the instrument and has been affixed to the system. Eval at the time, that is, the device met its specifications when tested by the rep, and, therefore, did not malfunction. The add'l action of enhanced training and labeling have addressed the incident w/o reoccurrence at this hospital.